Event description:
It was reported that during implant of the device, the ventricular setscrew was not able to be tightened. After multiple attempts, the setscrew became stripped. The device was removed and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found and there was a missing set screw part.